Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2015 due to sepsis. The patient had a driveline slit that was repaired with rescue tape and had a (B)(6) driveline infection which was treated with diflucan and doxycycline. It was reported that the patient had a biventricular implantable cardioverter defibrillator ((B)(6) 2012) that was also infected with (B)(6). The patient died in the emergency department. The vad coordinator reported that the pump was functioning as expected for the patient.

Manufacturer narrative:
A direct correlation between the device and the reported infection and sepsis could not be determined through this evaluation. Moreover, the report of a cut in the outer silicone jacket of the patient's percutaneous lead could not be confirmed because the product was not returned for evaluation and no photos of the damage were submitted. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.